Event description:
It was reported that the device failed a volumetric test after coming back from smiths repair. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical no external damage was noted. Functional tests were performed. The device's delivery accuracy was running at three different tests, one of the three test was found to be under the manufacturing specifications therefore, recommend that the pumps expulsor be replaced to bring the delivery into more nominal of a range. The root cause is undetermined. The expulsor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.